Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2024 when explant occurred. D6: explant date: october 2024 additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7135863, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7139653, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 31800392, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced spinal cord stimulator (scs) did not help with pain relief at all. The patient underwent a scs system explant procedure. No further information could be obtained despite good faith efforts.